Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a mild tortuosity, moderate calcified distal circumflex (cx) artery. The device was inspected with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used. It is reported that the stent dislodged during removal from the guide liner following a failed delivery. The patient is alive with no injury.